Event description:
It was reported, the patient was reprogrammed to help with urgency and frequency. Four months later, the program did not control their symptoms. The patient had tried programs two and four. While on the call, the patient changed to program three. The patient had serious issues with bowl incontinence. Two and a half years later, it was reported, the patient¿s stimulator was replaced due to being ineffective. It worked at first, but stopped working over time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v711814, implanted: 2011 (B)(6); product type lead. (B)(4).